Manufacturer narrative:
The insulin pump was received with moisture damage electronic assembly. The insulin pump has scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube.

Event description:
It was reported that the insulin pump was exposed to fluid under the lcd display. The blood glucose reading was not known. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.